Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's snake wrist cables were broken. The cables routed through holes six and seven on wrist were broken and stuck out at the snake wrist approximately 0.140 in length. Also the instrument's blade was dislodged. Visual inspection found blade was dislodged at .096 in length. There was a large amount of biodebris on the blade track and on the wrist. Conductor wire displayed no damage. No other damage found. No testing was conducted due to broken wrist cables. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci sigmoid resection procedure, the customer noted that the endowrist one vessel sealer instrument wires were frayed which was causing a fault and possibly an exposed blade. The surgical staff silenced and recovered the fault, the instrument was replaced. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.